Event description:
Additional information received indicated the right atrial (ra) and right ventricular (rv) lead were explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission found that the right atrial (ra) and right ventricular (rv) leads exhibited inadequate capture. A chest x-ray had confirmed both leads had dislodged likely during cardiopulmonary resuscitation (CPR). The patient underwent a device upgrade and was stable. Further information was requested but not received.